Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported undersensing could not be conclusively determined.

Event description:
During follow-up, functional undersensing was revealed. Additional information was requested but not received.